Manufacturer narrative:
(B)(4). Batch # p5730z. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what structures was the device being fired on? Mesoappendix can it be confirmed that no tissue was within jaws distal to cut line? No it cannot be confirmed what is the surgeon¿s experience with device? Has used it before how long was the procedure prolonged? It was prolonged,but do not know how long. Was there any patient consequence as a result of the procedure being prolonged? Patient required a drain as a precaution what is the current status of the patient? Patient is fine.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor explained that after firing the device, that the staples did not form proper b¿s. They placed another cartridge in the jaw and fired again and he stated that it again and fired malformed staples. He again placed another reload cartridge and it fired well formed staples and the case was completed with the same stapler. The surgeon stated that he fired the stapler more than he normally would which prolonged the case along with adding more steps to an otherwise straightforward procedure. Surgeon also stated that he had to put a drain in the patient, which is not normal protocol for this technique. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p5730z. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.